Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately right after the permanent implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7118705/7118704.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was noted that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed. The explanted device will not be return per hospital policy.